Manufacturer narrative:
The main component of the system and other applicable components: product ID neu_unknown_ext, serial # unknown, product type extension.

Event description:
Information was received from a consumer via company representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain, arachnoiditis and failed back surgery syndrome. It was reported that during an ins replacement, the extension physically broke/severed in half. The rep indicated that impedance on 0 <(>&<)>1 was abnormal but 2<(>&<)>3 were okay. They wanted to know if there could be problem to 2<(>&<)>3 in the future. It was reviewed with the rep that it was unknown what could happen in the future. It was also reviewed with the rep that it was better to just replace since there was physical damage to the extension. The rep was going to check with the healthcare professional and determined the next steps. Additional information received from the rep reported reprogramming was done with the device and they still got some abnormal impedance levels. The extension was not replaced and there was no actions/intervention planned. No symptoms were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.